Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). A general reagent problem was not suspected as calibration and qc data were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas 6000 e601 module. The initial result was 42.55 pg/ml. After the doctor response that the result was not appropriate with patient's clinical status, a second sample was drawn from the patient with a result of 4.60 pg/ml. The original sample was then repeated with a result 4.21 pg/ml.